Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system 5max ace reperfusion catheter (5max ace) was kinked at the hub upon removal from the packaging. The damaged 5max ace was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new 5max ace.

Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was fractured under the strain relief approximately 1.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the 5max ace was fractured under the strain relief. This damage may have occurred due to forceful manipulation of the 5max ace at extreme angles during removal from the packaging hoop. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.